Event description:
A patient presented with coarctation of the aorta. A gore tag endoprosthesis was implanted. On a follow up visit, a type ii endoleak was noted. A re-intervention occurred in an attempt to resolve the type ii endoleak. A palmaz stent was implanted during the re-intervention procedure.